Event description:
The customer reported a fluid leak and pressure issues involving the unicel dxc 600 pro synchron system. Customer was wearing a lab coat, eyewear and gloves as their personal protective equipment. There were no reports of erroneous results generated and no reports of injury or exposure.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and discovered the leak to be deionized water coming out of the 10 psi (pounds per square inch) regulator. The fse reported the leak was due to the faulty v2 valve causing an overfill of the wash canister reservoir canister. When the wash canister reservoir canister is overfilled, it pushes water to the 10 psi regulator causing it to leak. The fse replaced the v2 valve which resolved the leak and pressure issues. (B)(4).